Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analyst noted that attempts were made to interrogate the device using wireless telemetry on a couple of different programmers. The analyst was unable to obtain telemetry c.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that, pre-operatively, the implantable cardioverter defibrillator (ICD) had a telemetry issue. The device was unable to be interrogated with multiple programmers in different locations. The ICD was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.